Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, and occlusion test. No excessive no delivery alarms noted. Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of over 600mg/dl which was treated with insulin pen. Customer¿s current blood glucose was 140mg/dl. Customer also reports that insulin pump alarmed for no delivery. Customer declined troubleshoot for high blood glucose. Customer changed the site and tubes but still getting alarm for no delivery. Insulin pump will be return for analysis.